Event description:
The manufacturer received information alleging the device failed a test step during planned maintenance testing. Additionally, information was received alleging that fio2 sensor was bad and did not calibrate, which was not related to the malfunction/issue. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed a test step during planned maintenance testing. Additionally, information was received alleging that fio2 sensor was bad and did not calibrate, which was not related to the malfunction/issue. The fio2 sensor is used for monitoring purposes only and does not affect therapy. Philips field service engineer (fse) made onsite visit to evaluate device and confirmed reported issue. The active exhalation control module and three-way solenoid valve were replaced to address issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed a test step during planned maintenance testing. Additionally, information was received alleging that fio2 sensor was bad and did not calibrate, which was not related to the malfunction/issue. The fio2 sensor is used for monitoring purposes only and does not affect therapy. Philips field service engineer (fse) made onsite visit to evaluate device and confirmed reported issue. The active exhalation control module and three-way solenoid valve were replaced to address issue.